Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported since turning stimulation back on following MRI they thought they turned stimulation back on at same setting as before, but reported having bowel issues (bowel incontinence where they can't hold it). Patient stated these issues started "I want to say in the last week". Patient stated these issues started after MRI scan. Patient stated hcp is not certain of patient's settings before and they inquired about what setting they were at before. The patient was walked through checking therapy status on call. They confirmed therapy is on at program 1 at 2.4v. The patient inquired about different programs and lead placement. The patient stated on call that they have 4 active programs, but stated they think they had 5 programs with only 4 active. The patient stated hcp advised them increase stimulation due to patient's symptoms. The patient increased stimulation already today to max level that feels comfortable on program 1 (2.4v). Recommended patient monitor symptoms now that change was made and follow up with hcp if not seeing improvement. The patient denied any recent trauma/falls. The patient mentioned they have hcp appointment next week on tuesday. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.